Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The cause was isolated to the system pcb assembly. At this time, this device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was not completing the boot up process. As a result, defibrillation therapy may be unavailable, if needed.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was not completing the boot up process. As a result, defibrillation therapy may be unavailable, if needed.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to an inoperative single board computer. The customer received a replacement device.